Event description:
The initial reporter received a questionable elecsys estradiol iii result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6)2026: the initial result was 369.0 on (B)(6) 2026: the repeat result was 66.6. The unit of measurement was not provided.

Manufacturer narrative:
The cobas e 801 analytical unit serial number (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and was unable to find the cause of the event. He cleaned the analyzer and verified that it was performing according to specifications. The cause of the event could not be determined based on the provided information. The investigation did not identify a product problem.